Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was found to have a defective power supply unit. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. As received, the charger/modem power supply unit was defective. Upon eval, there was noise in the output of the power supply. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power unit. The last patient to use this charger/modem did not report any deficiencies.